Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed rising pacing impedance on the patient's right ventricular (rv) lead. No changes or intervention was reported. The patient will further be monitored. The patient condition was stable.